Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the 0 degree endoscope plus was found to be broken. The customer alleged a fragment fell inside the patient and was retrieved during the same procedure. However, it was not specified what piece/part of the endoscope broke and fell. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products- intuitive surgical, inc. (Isi) received the 0 degree endoscope plus involved with this complaint and completed the device evaluation. During visual inspection, failure analysis (fa) confirmed the reported complaint of a "broken" endoscope. The camera cable was found to be cut. The root cause of the damaged cable is attributed to mishandling/misuse. An additional observation not reported by the site was also identified. Binding was observed on the attached endoscope adapter (aea). The root cause of this failure is attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video were provided for review. A review of the instrument log for the 0 degree endoscope plus (part#470056-05/serial# (B)(4)) associated with this event has been performed. Per logs, the 0 degree endoscope plus was last used on 3/3/2022 on system (B)(4). The instrument had 1971 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the 0 degree endoscope plus broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.